Event description:
An aus device was implanted on 6/27/96. Info received on 5/13/97 indicates the pump was removed from the pt and replaced, date not provided, due to mechanism that opens valve was not placed in the proper position.